Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open and itchy skin irritation under the ucor ams patch. It was also reported that the patient's skin was torn and had a burning feeling. There was no alleged device malfunction contributing to the irritation. The medical outcome of the skin irritation is unknown as follow up attempts were unsuccessful.